Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 615, which was observed during power up. System error 615 was confirmed through observation and caused by a failed processor printed circuit board. The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump had an unknown symptom, which was clarified during baxter's evaluation as system error 615. Any patient involvement, injury or medical intervention is unknown.